Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump was received with cracked battery tube threads, cracked case at the battery tube side extending towards the side/keypad assembly and cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump was received with depleted duracell alkaline battery installed. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 28-nov-2023 in the pump history file. 11/28/2023 00:41:41.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 150000 (15 u), bolusamountdelivered: 150000 (15 u). 11/28/2023 05:31:29.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 81000 (8.1 u), bolusamountdelivered: 81000 (8.1 u). 11/28/2023 20:12:11.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 52000 (5.2 u), bolusamountdelivered: 52000 (5.2 u). 11/28/2023 20:37:43.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 32000 (3.2 u), bolusamountdelivered: 32000 (3.2 u). 11/28/2023 21:27:09.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 70000 (7 u), bolusamountdelivered: 70000 (7 u). Please see below for the daily total of all insulin delivered on the event date 28-nov-2023 in the pump history file. 11/29/2023 00:00:00.000 dailytotalsg670 (63), dailytotalcollectionstarttime: 11/28/2023 00:00:00.000, dailytotalofallinsulindelivered: 871750 (87.175 u), dailytotalofbasalinsulindelivered: 385750 (38.575 u), dailytotalofbolusinsulindelivered: 486000 (48.6 u). There were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2)alarm noted on the event date 28-nov-2023 in the pump history file. 11/28/2023 12:16:49.000 insulindeliverystopped (30), reasonfoinsulindeliverysuspension: usersuspended (2). There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 28-nov-2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs. Cosmetic damage was confirmed at the back of the pump extending towards the side/keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the blood glucose value was unknown at the time of the event and reported the insulin pump was damaged. The customer's current blood glucose value was 143 mg/dl. The customer experienced no symptoms related to the high blood glucose event. The hyperglycemia was treated with manual injection, intravenous insulin infusion and visited the emergency room. Troubleshooting was partially performed and the customer used the insulin pump system within 48 hours of the reported high blood glucose event and unknown whether the auto mode feature was active at the time event. No further patient complications were reported. The customer discontinued the use of the insulin pump and it was returned for analysis.